Manufacturer narrative:
Supplement #1 - medwatch submitted to the FDA on 27/mar/2020. Additional information: d4.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The needle driver and anchor exchange were received. The needle body was noted to be excessively bent. The suture anchor device was noted to be present within the distal end of the anchor exchange receptacle. The anchor exchange release button appeared to be within an appropriate travel distance from the release body. The suture anchor was removed from the anchor exchange prior to device functionality testing. As the needle body was noted to be bent the alignment integrity test and the single stitch enabling sequence could not be performed. Under microscopic analysis scratches were observed on the needle body approximately .5 inches from the distal end of the needle body tip. The anchor exchange release button was within the appropriate travel distance of the release handle, an approximate distance of .45 inches. The end cap was positioned in an off center angle from the end cap catheter. The end cap catheter appeared to be slightly bent where it meets the needle driver wire rope. Device labeling addresses the reported event as follows: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Ensure that there is sufficient space for the needle to open. Warning: do not introduce the device with the needle body in its open position. Adverse event: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngeal, colonic and/or esophageal perforation, esophageal, colonic and/or pharyngeal laceration.

Event description:
Reported as: a patient underwent removal of a mass in the stomach utilizing the over stitched endoscopic suturing system. During the procedure, the "system needle bent to the side on the second suture". It could not be released, and the "tissue had to be cut along with the suture to release the device". The patient needed additional stitches, however the reporter noted that stitches were necessary in that area already due to the mass removal.